Event description:
It was reported that the patient was experiencing difficulty charging the ipg due to the placement of the battery. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product was retained by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.